Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that impedance had been increasing and is greater than 2000 ohms. The device remains in use. No patient complications have been reported as a result of this event.